Event description:
The patient involved is a (B)(6) healthy, active male. The diagnosis was right club hand deformity. The patient was treated for club hand correction using the m511 fixator. The fixator was initially applied on (B)(6) 2011. The first notice of the fixator losing compression, due to the proximal clamp moving distally, was at the (B)(6) appointment. The patient did fall on the fixator and had a non-displaced fracture of his ulna above the placement of the fixator. The fracture was splinted and distraction was not done until the fracture was stabilized. The product malfunction was first noticed after the patient fell, looking back at the x-rays the surgeon noticed the proximal clamp had moved prior to the first follow-up visit, prior to the fall. The fixator was replaced in the operating room under sedation on (B)(6). The current health condition of the patient is good, previous fracture of ulna is healed and correction of the club hand is back in progress. Manufacturer reference number: (B)(4). Distributor reference number: (B)(4).

Manufacturer narrative:
A technical evaluation of the product was not performed as the product has not yet made available for the investigation. A clinical evaluation of the x-rays of the case was not possible as the x-rays have not been made available, until now. Considering the event description, a fixator code m511 malfunctioned 1 month from the application, but no information has been provided on the actual procedure put in place, such as pre and post operative x-rays, nor the product involved has been returned for evaluation. Therefore, it is not possible to draw any conclusion with regards to the complained fixator malfunctioning. In case further information is provided on the specific application of the system (e.g. X-rays) or on the product involved, orthofix (B)(4) will promptly finalize the investigation on the case. Orthofix (B)(4) continues monitoring the products on the market.